Event description:
It was reported that revision surgery was performed due to elevated metal ion levels.

Manufacturer narrative:
The two prior revision surgeries referred to above were reported via mdrs 3005477969-2013-00223 and 00224.